Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient was prescribed lidocaine cream and patches but it did not help with the pain.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient was prescribed lidocaine cream and patches but it did not help with the pain.

Manufacturer narrative:
Additional information was received that there was no clear cause for the nature of the pain at the ipg site. No further course of action will be taken.